Event description:
Infant developed sepsis, klebsiella pneumoniae and enterococcus faecalis at 16 days of age with thrombocytopenia. At 21 days of age, umbilical arterial catheter was removed. Abdominal ultrasound at 58 days of age showed a 3.5 x 3.5 cm vascular mass, mid abdomen between the diaphragm and renal vessels with blood flow clearly within the mass. Aneurysm confirmed by cardiologist, and infant transferred for life threatening surgical intervention.